Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp. Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material. As a result of a recent FDA inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this initial medical device report.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00068) submitted in 2016 did not go through correctly. Corrections: field g7 to follow-up #1 report. The original supplemental MDR (MFR#3009498591-2016-00068) submitted in 2016 was mistakenly marked in field g7 as follow-up#2. Additional event information: update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). During the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, an articulation sleeve material inspection & rework was initiated in november 2015, and a new sleeve material change was implemented in september 2016. This defective transducer was prior to the corrective action.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00068) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, an articulation sleeve material inspection & rework was initiated in november 2015, and a new sleeve material change was implemented in september 2016. This defective transducer was prior to the corrective action.